Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01fg5 serial# implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Since (B)(6), she had a return of symptoms- frequency-urgency- "spastic kind of stuff". The patient was going to have botox injections in 2 weeks. The patient asked about battery longevity. The patient noted she heard 2 years. The patient has an appointment with doctor in a couple weeks . A manufacturer's representative has not checked her device in over a year and the patient was wondering about someone checking the patient's battery longevity. The patient planned to ask the doctor if she could have a representative there at the appointment in a couple weeks. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was seeing a hcp (healthcare provider) in the cleveland clinic and seeing manufacturer's representative on (B)(6) 2014. They checked her leads and changed her from setting 3 to 4 at 1.9v. The patient had 4 days of relief but "right after that, at the same time, I also had botox injections in to the bladder for spastic bladder " the patient has a neurogenic bladder and frequency so the interstim was put in to empty the bladder completely and that never happened. "I had to catheterize ever since the interstim was put in and I ended up with a lot of scar tissue and stenosis, so now I catheterize through the navel". "So the spastic bladder ends up causing leakage and problems with the navel" . The patient emailed the representative and wanted to know where lead 4 was because it was working tremendously better. Then all of a sudden she started to developed issues again and so on the 5th day she upped the stim from 1.9 to 2.4. It was really painful so she backed it down to a 2.2. The patient was still having leakage problems but not as bad as before the representative had changed the program to 4. The patient was on program 3 before and it wasn't helping. Since going to program 4 she knows it can help with her symptoms. The patient knows she will always have to cath but if she can get it back to how it was on the 18th it will help her tremendously. The patient wanted help with where she doesn't have to cath every 3-4 hour and the leakage problems. The patient was seeing a doctor for the botox and she also paged the representative to meet with patient on the 18th. The doctor doing the botox doesn't work with interstim. The patient mentioned that when the device was put in to help empty the bladder completely, but it didn't, it did increase the amount of fluid when she was going. The patient still had to cath the rest, but at the time it was put in she was urinating on her own but was not emptying the bladder. The amount of time she had to cath it can cause the scar tissue and stenosis. It constantly causes her to dilate her urethra and they told her to go to cleveland clinic to have a ependovacoloscopy, a procedure where they use the appendix to channel from the belly button to the bladder which was done last october. Since (B)(6) or before, she had not been able to urinate normally at all so if she doesn't cath she doesn't go at all. The problem she then developed after the surgery was spastic bladder and immediately has to go and if she didn't make it on time she would have leakage. The patient's therapy was not working as expected. The patient wanted to meet with a manufacturer's representative for a device check and/or programming.